Event description:
Delay in treatment related to equipment failure on 4 patients. The images were frozen on the list and would not transmit on the fuji reader equipment. The system was rebooted without change. A few hours later the system was again shut down and rebooted and the images then did transfer. Images were repeated on equipment in another department. The next day the same issue occurred with 4 more patients and the system was shut down to await evaluation by the manufacturer. This problem was traced to a computer virus (conficker) which was found to be affecting 6 fuji cr units. The hospital's imaging service engineer applied a microsoft patch (ms08-067) to the 6 fuji units to prevent the virus from re-infecting the systems.subsequent to this problem one of the fuji units experienced a shutdown, which was repaired by replacement of a defective power supply. This failure is not thought to be related to the virus issue.